Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the left subclavian artery, at the time when the aspiration of the thrombi started, a good part of the artery was cleared, but at a certain moment of the aspiration, it was felt that the catheter was neither advancing nor retreating. It was further reported that the catheter was removed and the catheterization was improved, and during the new flush of the catheter, the guide wire allegedly broke outside the patient. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the left subclavian artery via the right femoral artery, at the time when the aspiration of the thrombi started, a good part of the artery was cleared, but at a certain moment of the aspiration, it was felt that the catheter was neither advancing nor retreating. It was further reported that the catheter was removed and the catheterization was improved, and during the new flush of the catheter, the guide wire allegedly broke outside the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were returned for evaluation and were physically investigated. The guidewire was sent broken separately from the catheter. The guidewire was broken at 125 cm from the tip of it. No further physical damage was noted on the catheter. The test guidewire passed without issues through the catheter. The test guidewire was moving during the run with the drive system and aspiration level was lower than nominal. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.